Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was provided with instructions to reset the pump and successfully performed the reset, allowing insulin therapy to resume without further issues.